Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported receiving a system message during a case. The unit was restarted, but the code did not clear. The system was switched out and the case was completed. There was no delay, no cancellations, and no patient impact.

Manufacturer narrative:
A company service representative examined the system and was able to duplicate the reported problem. The footswitch controller pcb and the footswitch assembly were replaced. The system was then tested and met all product specifications. Samples are returning for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).